Event description:
Patient reported "rupture for right side," this is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and observed more of three openings assessed as surgical damage. Additional observations: ¿ observed nick striated assessed as surgical tool scratch like. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "rupture for right side," this is for the right side. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed, broken on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, "rupture for right side". This is for the right side. The device has been explanted.